Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient hadn't received device education, and received one line while groggy upon implant that was, "crank it up until you feel the quiver then turn it down a notch, then leave it there." It was indicated that since implant, the therapy had not been consistent, and the patient was unsure if it was working. It was causing them constant difficulty. It was noted that one day the patient didn't think the device was working, so they slightly increased the amplitude. For 14 hours, they had a period of pain/overstimulation and incontinence. The hcp assumed that the patient eventually turned down stimulation to resolve the issue. It was mentioned that the hcp thought that the patient probably had an "increase in incontinence the first week, possibly even a 50% reduction, but this may not be ideal in the patient's mind. Additional information received from the patient indicated that right after the implant, they did not have any episodes for three days, but then their fecal incontinence episodes returned and increased. Some days it was out of control, and they had 30 episodes in a day. The patient noted that they did not know what type of adjustments they were suppose to be making. It was noted that the patient had already increased stimulation, and had been to the doctor. The issue was not resolved at this time. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.